Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) despite troubleshooting. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-1232 (sn: (B)(6)). The returned ipg was analyzed and revealed that the ipg was successfully fully charged in a single charging cycle. The functional test showed no discrepancies. However, the charge log indicated several instances of false double beeps, as the ipg charges up to 4 volts but then quickly depletes to approximately 3.1 to 3.3 volts. Additionally, the system log recorded several voltage spikes. Upon further inspection, the ipg was opened, and internal electrical testing showed that the internal battery cell had elevated and fluctuating resistance. This confirmed that the battery could not maintain a charge and was defective. With all the available information, boston scientific concludes that the complaint has been confirmed. Although the ipg was fully charged in a single charging cycle and no discrepancies were observed during the functional test; however, the data logs revealed several anomalies indicating a possible defect in the internal battery cell. This was further confirmed when the internal electrical testing showed that the internal battery cell had elevated and fluctuating resistance. Therefore, this investigation will be assigned the probable cause of cause traced to component failure.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) despite troubleshooting. The patient underwent an ipg replacement procedure and was doing well postoperatively.